Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, and if further pertinent information be provided from product analysis closure, this report will be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement/removal difficulties, helix extension/retraction issues with a reported number of turns exceeding the maximum number of rotations indicated in the physician's lead manual for ingevity MRI. When tested with the analyzer, and the device, the lead exhibited noisy signal. The lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and (dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement/removal difficulties, helix extension/retraction issues with a reported number of turns exceeding the maximum number of rotations indicated in the physician's lead manual for ingevity MRI. When tested with the analyzer, and the device, the lead exhibited noisy signal. The lead was removed, replaced, and returned for analysis. No adverse patient effects were reported.